Manufacturer narrative:
Findings: no missing segments/partial display anomalies however, unit received with solid white display after battery insertion due to cracked lcd glass ledge. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to lcd physical damage. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white display. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer stated while trying to bolus the display screen was all white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.